Manufacturer narrative:
D3: mfg. Establishment name updated. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the reported error. It was found to be a software error. The device was reset and the software was updated to fix the issue.

Event description:
It was reported that the device exhibited system fault 46515. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.